Event description:
During an unknown procedure to an unknown vessel, a maxi ld could not be removed through an unknown sheath after first inflation. It is unknown how the balloon catheter was removed from the patient, however, it was noted that the balloon was removed intact. There was no patient injury reported. A same like product was used to complete the procedure. The device was stored and prepped per IFU instructions. No kinks or other damages were noted prior to inserting the product into the patient. The catheter was never in an acute bend. The balloon catheter did not kink while being used. No kinks were noted on the sheath. It is unknown if there was tracking difficulty through the vasculature. It is unknown if the vasculature preceding the target lesion was tortuous. There is no information available on the vessel/target lesion characteristics. It is unknown if the balloon rewrapped properly after the first inflation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Gender of the patient is unknown.

Manufacturer narrative:
Complaint conclusion: during an unknown procedure to an unknown vessel, a maxi ld could not be removed through an unknown sheath after first inflation. It is unknown how the balloon catheter was removed from the patient, however, it was noted that the balloon was removed intact. There was no patient injury reported. A same like product was used to complete the procedure. The device was stored and prepped per IFU instructions. No kinks or other damages were noted prior to inserting the product into the patient. The catheter was never in an acute bend. The balloon catheter did not kink while being used. No kinks were noted on the sheath. It is unknown if there was tracking difficulty through the vasculature. It is unknown if the vasculature preceding the target lesion was tortuous. There is no information available on the vessel/target lesion characteristics. It is unknown if the balloon rewrapped properly after the first inflation. One non sterile maxi ld 7f 25x4 80cm was received coiled in a plastic bag. Inflation media was noted in the balloon. Balloon was previously inflated and deflated. No other damages were noted. An attempt to introduce the device into a 7f corids sheath introducer was made after attempting to deflate the balloon, since the balloon could not be fully deflated functional test could not successfully performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported pta system- withdrawal difficulty-through guide/sheath could not confirmed since functional test could not performed. The exact cause could not be determined. Based on the limited information available for review, factors contributing to this issue could not be determined. Lot history review does not suggest that the withdrawal difficulty experienced by the costumer could be related to the design and manufacturing process of the device; therefore, no corrective/preventive action will be taken.